Manufacturer narrative:
A ge rep evaluated the system and replaced the vertical lift power supply and the power motor relay board. System operates as intended.

Event description:
Customer reported, the vertical lift function is not working. No pt injury was reported.